Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition with a pause of approximately four seconds. The noise was on the rv and shock channels, and was able to be recreated with patient isometrics. Diaphragmatic oversensing was suspected, and the physician elected to reprogram the device. All other lead measurements were stable. No adverse patient effects were reported. The lead remains in service.